Manufacturer narrative:
The samples are lithium heparin with a gel barrier. The specimens are centrifuged at 3,500 rpm for 7 minutes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse reviewed the access 2 maintenance log and noticed the weekly maintenance has not been performed for a "few weeks". The fse instructed the customer that a system check is required weekly maintenance on the access 2. The fse ran a diagnostic test which failed. The fse cleaned, adjusted, and replaced parts and performed hardware verification testing which met specifications. Although hardware issues were addressed, a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient. The result was reported out of the lab and it was questioned by the physician. A new sample collected from the patient on the same day gave a result in the normal reference range. The original samples were re-tested on this and on a different instrument and obtained results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.